Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient indicated next friday she was having her interstim removed. Patient thought the device was working at first but the device was not helping as much anymore. Patient stated she was still having irritable bowel syndrome (ibs) as bad as before. Patient stated this all started from the date of implant. The patient has had adjustments that did not help. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that the device was removed on (B)(6) 2018. No other information was reported. There were no further complication reported or anticipated.